Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the front wheel fell off of her chair and states both left and right rear wheel is wobbly too.